Manufacturer narrative:
The returned product consisted of an embold fibered 4x15. The renegade microcatheter used in the procedure was returned. The nitinol pusher wire and the pullback wire were returned engaged. The introducer sheath was returned with no damage. The returned pusher wire showed multiple small bends on the distal end as well as damaged couplers. The coupler looked to be bent. The coil was separated from the coupler. The coil was returned stuck inside of the microcatheter. X-ray analysis showed the coil stuck in the catheter lumen. Inspection of the remainder of the device apart from the observed damage revealed no other damage or irregularities. The complaint was not confirmed for advancing/withdrawing issues; however, coil detachment was confirmed.

Event description:
Reportable based on analysis completed on (B)(6) 2022. It was reported that the coil became entrapped in the microcatheter. An embold fibered 4x15 detachable coil system was selected for the index procedure. The .021 renegade microcatheter was flushed with saline during preparation and no kinks were detected; however, when the coil was advanced halfway through the microcatheter, the coil would not move forward and it couldn't be pulled back. The microcatheter was removed from the patient with the coil still in it. A new microcatheter and new embold coils were used to complete the procedure. There were no patient complications reported. However, device analysis revealed a separated coil.